Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that, "we lent out anchor-c set to another branch and when we received it I noticed that there was some damaged instruments. I can't prove if they broke it or if our reps damaged the inserter tips and draw rod."